Event description:
It was reported that the customer was hospitalized due to high blood glucose of 449 mg/dl. Troubleshooting was performed. It was stated that the customer was treated with 5.0 units to correct the glucose level. It was stated that the customer also had palpitations, high pulse, nausea, and vomiting. It was stated that the customer's glucose level was rising and the customer was admitted. It was stated that the customer was treated also with potassium, sodium chloride solution an insulin drip while being at the hospital and the glucose level dropped to 81 mg/dl. The high pressure, displacement, and self test passed. The daily totals matched with the bolus and basal rates. The time and date on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.